Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, menstrual disorder, absence of menstruation, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal discharge, vaginal odour, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, polycystic ovaries, vaginal cyst, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, dyspareunia, dysmenorrhoea, metrorrhagia, premature menopause, incontinence, amenorrhea, the last episode of candida infection, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal swelling, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, tenderness, abdominal rigidity, muscle twitching, back pain, arthralgia, chest pain, pain in extremity, neck pain, spinal pain, trigeminal neuralgia, pain, gastrointestinal pain, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, gastrointestinal disorder, migraine, dizziness, numbness, cerebrovascular accident, feeling abnormal, depressed level of consciousness, memory impairment, anxiety, panic attack, mood swings, seizure, depression, depressed mood, suicidal ideation, tinnitus, loss of consciousness, amnesia, post-traumatic stress disorder, confusional state, meralgia paraesthetica, numbness of extremities, paraesthesia, skin burning sensation, pain of skin, skin discomfort, tremor and anaemia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, absence of menstruation, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, bartholin's cyst, breast pain, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, confusional state, constipation, contusion, cystitis, depressed level of consciousness, depressed mood, depression, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, feeling abnormal, flatulence, full blood count increased, gastrointestinal disorder, gastrointestinal pain, hot flush, hydrosalpinx, hypertension, hypoglycaemia, incontinence, iron deficiency, loss of consciousness, loss of libido, memory impairment, menorrhagia, menstrual disorder, meralgia paraesthetica, metrorrhagia, micturition urgency, migraine, mood swings, muscle twitching, nausea, neck pain, night sweats, numbness, ovarian cyst, ovulation pain, pain, pain in extremity, pain of skin, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, polycystic ovaries, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, seizure, serum ferritin decreased, skin burning sensation, skin discomfort, spinal pain, suicidal ideation, tenderness, thrombosis, tinnitus, tremor, trigeminal neuralgia, urinary tract infection, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal cyst, vaginal discharge, vaginal infection, vaginal odour, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, the first episode of candida infection, amenorrhea, numbness of extremities and the second episode of candida infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, menstrual disorder, absence of menstruation, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal discharge, vaginal odour, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, polycystic ovaries, vaginal cyst, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, dyspareunia, dysmenorrhoea, metrorrhagia, premature menopause, incontinence, amenorrhea, the last episode of candida infection, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal swelling, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, tenderness, abdominal rigidity, muscle twitching, back pain, arthralgia, chest pain, pain in extremity, neck pain, spinal pain, trigeminal neuralgia, pain, gastrointestinal pain, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, gastrointestinal disorder, migraine, dizziness, numbness, cerebrovascular accident, feeling abnormal, depressed level of consciousness, memory impairment, anxiety, panic attack, mood swings, seizure, depression, depressed mood, suicidal ideation, tinnitus, loss of consciousness, amnesia, post-traumatic stress disorder, confusional state, meralgia paraesthetica, numbness of extremities, paraesthesia, skin burning sensation, pain of skin, skin discomfort, tremor and anaemia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, absence of menstruation, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, bartholin's cyst, breast pain, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, confusional state, constipation, contusion, cystitis, depressed level of consciousness, depressed mood, depression, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, feeling abnormal, flatulence, full blood count increased, gastrointestinal disorder, gastrointestinal pain, hot flush, hydrosalpinx, hypertension, hypoglycaemia, incontinence, iron deficiency, loss of consciousness, loss of libido, memory impairment, menorrhagia, menstrual disorder, meralgia paraesthetica, metrorrhagia, micturition urgency, migraine, mood swings, muscle twitching, nausea, neck pain, night sweats, numbness, ovarian cyst, ovulation pain, pain, pain in extremity, pain of skin, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, polycystic ovaries, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, seizure, serum ferritin decreased, skin burning sensation, skin discomfort, spinal pain, suicidal ideation, tenderness, thrombosis, tinnitus, tremor, trigeminal neuralgia, urinary tract infection, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal cyst, vaginal discharge, vaginal infection, vaginal odour, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, the first episode of candida infection, amenorrhea, numbness of extremities and the second episode of candida infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: this case is deleted from bayer database as this case was found to be a duplicate case of existing case ((B)(4)) in bayer database. All the information that includes events, reporter, references and source documents have been transferred to retention (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, menstrual disorder, absence of menstruation, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal discharge, vaginal odour, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, polycystic ovaries, vaginal cyst, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, dyspareunia, dysmenorrhoea, metrorrhagia, premature menopause, incontinence, amenorrhea, fungal infection, candida infection, micturition urgency, pollakiuria, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal swelling, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, tenderness, abdominal rigidity, muscle twitching, back pain, arthralgia, chest pain, pain in extremity, neck pain, spinal pain, trigeminal neuralgia, pain, gastrointestinal pain, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, gastrointestinal disorder, migraine, dizziness, numbness, cerebrovascular accident, feeling abnormal, depressed level of consciousness, memory impairment, anxiety, panic attack, mood swings, seizure, depression, depressed mood, suicidal ideation, tinnitus, loss of consciousness, amnesia, post-traumatic stress disorder, confusional state, meralgia paraesthetica, numbness in leg, paraesthesia, skin burning sensation, pain of skin, skin discomfort, tremor and anaemia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, absence of menstruation, adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, bartholin's cyst, breast pain, candida infection, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, confusional state, constipation, contusion, cystitis, depressed level of consciousness, depressed mood, depression, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, feeling abnormal, flatulence, full blood count increased, fungal infection, gastrointestinal disorder, gastrointestinal pain, hot flush, hydrosalpinx, hypertension, hypoglycaemia, incontinence, iron deficiency, loss of consciousness, loss of libido, memory impairment, menorrhagia, menstrual disorder, meralgia paraesthetica, metrorrhagia, micturition urgency, migraine, mood swings, muscle twitching, nausea, neck pain, night sweats, numbness, ovarian cyst, ovulation pain, pain, pain in extremity, pain of skin, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, pollakiuria, polycystic ovaries, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, seizure, serum ferritin decreased, skin burning sensation, skin discomfort, spinal pain, suicidal ideation, tenderness, thrombosis, tinnitus, tremor, trigeminal neuralgia, urinary tract infection, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal cyst, vaginal discharge, vaginal infection, vaginal odour, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus, vulvovaginal swelling, amenorrhea and numbness in leg to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.